Manufacturer narrative:
Upon further investigation, it was found by the user facility that co's product did not cause or contribute to a serious injyry; therefore, the MDR was not required.

Event description:
Revision scheduled for 11/21/97. Pt allegedly went back to activities too soon. Femoral component was resting over the post. Revision due to provide support for subluxation.